Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 48 mg/dl. Customer reports they did not receive a sensor updating. Customer reports they did receive a calibration not accepted alert. Customer had bleeding. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.